Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant, due to failure to capture. A different lead was successfully implanted. No adverse patient effects were reported.